Manufacturer narrative:
Follow-up #1 date of submission 12/11/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 11/12/2015 with the following findings: evaluation revealed that the battery compartment is cracked to the left of the grip pad. The display screen is dim and pink. All of the buttons are under responsive. Investigators removed the keypad cover and contamination was found under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission 12/11/2015: the alert date for this pi is (B)(6) 2015 not (B)(6) 2015 as previously reported.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.